Event description:
It was reported that an asymptomatic patient presented via remote transmission. Post-paced t-wave oversensing on the ventricular lead was observed on a stored egm. Programming changes were recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.